Event description:
During surgery, the nerve integrity monitor return electrodes continuously had a positive and negative connection. Second control box as well as a second generator reproduced the same results. A new ground lead was placed and nim continued to produce inconclusive results which did not allow for proper nerve monitoring which is required for thyroidectomy cases. Company representative was on the phone and assisted with troubleshooting. Faulty nim endotracheal tube believed to be the source of the problem. Patient was unable to be monitored properly during case as a result. Potential for harm.